Event description:
It was reported that the catheter was replaced due to a catheter break at the distal segment and leak. A dye study was performed on (B)(6) 2012 following symptoms of baclofen withdrawal. Symptoms included seizures and underdose symptoms of increased spasticity. The dye study revealed a leak in the catheter and also at the connector site in back. The catheter was partially removed and a new catheter implanted on (B)(6) 2012. The patient was with injury at the time of the report. The device system was used to deliver baclofen 500mcg/ml at 109mcg/day. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot# n094765013, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type catheter, (B)(4).